Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Complaint from (B)(6) hospital. The customer complained that black substance was found inside the 20ml syringe.

Event description:
No additional information received complaint from prince of wales hospital. The customer complained that black substance was found inside the 20ml syringe.

Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported there was a black substance found inside the 20ml syringe. To aid in the investigation, one sample with no packaging blister and two photos were received for evaluation by our quality team. A visual inspection was performed, and the syringe barrel has a dark colored speck of embedded degraded resin at the bottom. The two photos provided show the sample received and a packaging blister top web. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 302830, lot 3235880. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.